Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07504, 07506. It was reported the pt received 4 peripheral leads (off label use) and two had the same lot number. It was reported the pt had pain at her spine, and all four leads were near the area in the middle back. The pt also reported the stimulation on the right side was too strong. Follow up identified the physician undertook surgical intervention on (B)(4) 2013 to reposition 2 of the leads. It was reported the physician noted pus was present during the procedure, so cultures were taken with white blood cells found. It was reported the physician thought the issue was necrosis. The pt was placed on 30 days of oral antibiotics. It was reported the leads were repositioned as planned.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.